Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a input disk broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #7. As a result of the broken input the instrument would not release the clip. The complaint regarding confirmed was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not release from a large clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The customer attempted to clip a vessel but it would not stay closed and secure. The customer was using large clips. The vessel was not greater than 13 mm in diameter. The issue was identified at the initial use. The staff used a spare instrument to continue the case.